Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device recorded a pd core warning 247 and failure to display rhythm during use; however, the issue could not be duplicated during bench testing under normal, hot soak, and cold soak conditions using returned accessories. Review of the device logs from 02/25/26 confirmed the pd core warning 247 was triggered due to invalid patient impedance of less than 15 ohms or greater than 300 ohms, consistent with poor pad contact or coupling issues. Contributing factors may include improper pad application, inadequate skin preparation, or air gaps between pads and patient. Additionally, multiple ECG lead off log entries indicate the device did not detect a valid ECG signal, likely due to improper lead placement, poor pad contact, or absence of leads during the event. The electrodes used during the event were not returned for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.